Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and sometimes he had to press on the center button twice. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that block mode was inactive. Customer stated the insulin pump was neither dropped nor exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.